Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient never had therapeutic effect, they stated the device was implanted and the patient had not seen therapy results. They just left the device because it wasn't working for symptoms until 6 months ago when another issue began. The caller stated that 6 months ago the patient fell and stopped feeling stimulation. They stated they also couldn't locate the ins under the skin anymore. The had been experiencing pain at the implant site which was causing soreness and making it difficult to walk. When they attempted to connect to the patient's settings they saw poor communication. They were going to discuss removal with the doctor.